Event description:
It was reported that a malfunction occurred on a pump after it had been involved in a car accident and unused for about three and a half days. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue arose again.